Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has passed away. There is no allegation that the device contributed to the patient's death. Please note: there was no allegation of foam particles in reference to this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Update: section h - (device) problem code grid: changed coding to "adverse event without identified device or use problem". Remedial action init: updated to not applicable. Recall number: updated to not applicable.

Manufacturer narrative:
In this report, in this report, box b: adverse event or product problem (describe event or problem) as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has passed away. There is no allegation that the device contributed to the patient's death. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has passed away. There is no allegation that the device contributed to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Dreamstation humdifier reported in ra 316555673. H3 other text: device not returned to manufacturer.